Event description:
Hospital reported at the beginning of a procedure, 140 mls extravasated into the pt's right hand. Pt's hand was debrided 2 days after occurrence. Wound is still healing. Last info received was pt still in the hosp.

Manufacturer narrative:
Medrad service rep checked injector with no problems found with the unit. Add'l in-service training was conducted on use of the injector and minimization of extravasation.